Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged hearing loss in right ear. There was no report of medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hearing loss in right ear related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed initial investigation found a ding on the top enclosure, along with a layer of an unknown dust contaminant on the top enclosure, rear panel, front/ ui panel, flip doors and bottom enclosure. Internal investigation reveals dust like contaminate on the back of the front panel, bottom enclosure, blower, blower seal, and blower box. Evidence of water ingress is present on the bottom of the blower. A keratin like substance was observed on the blower box outlet. Addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms or complaints.